Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor and no damage was observed. The sensor plug was not properly seated in the mount. Severed sensor tail was not observed. Visual inspection was performed on the sensor pack and damaged transition features were observed as well as observing the lid was not completely peeled off, indicating improper assembly method by the user. Inspected the platform and no issues were observed. The applicator was not returned, therefore adc is unable to further test the returned product. As submitted in the initial report for this issue, the dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An hcp reported the sensor tip of the freestyle libre 2 sensor remained in the customer's skin and caused pain. The hcp removed the sensor tip from the customer's arm and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and sensor kit was reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An hcp reported the sensor tip of the freestyle libre 2 sensor remained in the customer's skin and caused pain. The hcp removed the sensor tip from the customer's arm and no further treatment was reported. There was no report of death or permanent injury associated with this event.